Event description:
It was reported patient underwent a revision hip procedure utilizing an arcos hex drive. Upon attempting to tighten the trial, the head of the driver fractured off in the trial. The surgeon then removed the stem to disengage the trial resulting in a delay to the procedure greater than thirty (30) minutes. Another trial was used to finish the procedure.

Manufacturer narrative:
The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. Evaluation of device found evidence that failure mode was due to bending overload. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Lists under precautions: "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." This report is number 1 of 1 mdrs filed for the same event (reference 1825034-2012-01335.